Event description:
It was reported that when the device was used during a low anterior resection-sigmoid procedure, it would not staple. A new instrument was opened and fired. The case was completed with another instrument and sutures with no consequence to pt.